Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information nose irritation, respiratory tract irritation, asthma (new or worsening), lung disease, cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed ana dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, bottom enclosure, accessory module and sd (secured digital) cover flip doors, blower motor, blower bellow, blower box, and the rear panel.a reddish unknown contaminate on the ui panel and top enclosure. Potential no clean flux on the sd card slot of the pca (printed circuit assembly). Evidence of liquid spots with potential mineral deposits were on the blower motor and blower box. There were insects in the blower box, bottom enclosure and potential insect debris throughout the blower box and bottom enclosure. The device was returned missing the sd card, philips pollen filter, and one rubber foot on the bottom enclosure a keratin-like substance was observed on the blower box outlet. Addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. . Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm no presence of degraded sound abatement foam the device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was not observed.